Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate. While at the facility the service representative subjected the pump to a test run but was unable to reproduce the reported issue and no problems were found. The customer requested that the pump be sent to sorin group (B)(4) service to be refurbished. The pump motor, index sensor, front panel, and sensor boards were replaced due to the age of the components. No further issues were noted and the device was returned to the customer. A review of the DHR did not identify any concessions or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped and displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.